Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to the mannitol coating seemed to pop off at the end of the lead when the physician pulled this lead out of the back of the introducer. The screw was exposed. The ra lead was never in service. No adverse patient effects were reported.